Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer informed was unable to duplicate event. The customer was recommended to run the ventilator test lung for 48 hours. Covidien was not authorized to conduct the repair.

Event description:
It was reported that an 840 ventilator had an erratic lower display. The ventilator was not in use on a patient at the time the event occurred.